Event description:
Cs33 dlu calibrated and got into firing range. Pc read "firing complete" and fired staples correctly. However, the unit jammed and when trying to remove it using the manual release, the anastomosis tore. The tissue was resected and competitive product was used to perform a completely new anastomosis. Pt is currently in the ICU recovering.